Manufacturer narrative:
Device evaluation: the product was not returned for evaluation; therefore, a device evaluation could not be performed. As the lot number is unknown for this event, it was not possible to perform a retained product investigation for the complaint. The reported complaint was not verified. Manufacturing records review: as the lot number is unknown for this event, it is not possible to perform any manufacturing record evaluation or complaint history review. Labeling review: as the lot number is unknown for this event, it was not possible to perform a labelling review. Conclusion: based on the information provided, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Catalog#: a complete catalog # is unknown, as product lot number was not provided. Expiration date: unknown as product lot number was not provided. If implanted; give date: n/a (not applicable). Healon5 is not an implantable device. If explanted; give date: n/a (not applicable). Healon5 is not an implantable device; therefore, not explanted. Device manufacture date: unknown as product lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a case where a foreign substance was observed on the iris. No additional information was provided to abbott medical optics.